Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of rash and hypersensitivity are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated to (B)(6) 2023. D4: the UDI is not known as the part and lot number were not provided. D6: date of implant estimated to (B)(6) 2023.

Event description:
It was reported that the patient had an unspecified xience skypoint stent implanted; however, the patient continues to have a rash near the area where the stent was implanted. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.